Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A initial report from the healthcare professional, submitted on behalf of the consumer, the lens reportedly tore the eye which almost caused an infection, built a lot of film in eye, and caused redness after use of contact lens in the left eye. The consumer removed the lens and rinsed the eye with an unspecified eye wash and eye drops. The consumer felt better the following morning, and after using a new lens, no further issues were experienced. At the time of this report, the consumer¿s symptoms had resolved. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).